Manufacturer narrative:
No complaint was received with the return of the device. The product event was observed during analysis. Interrogation of the device revealed the device was below end of life (eol) battery voltage when received. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry. It was reported the device was subject to the ble malfunction action issued by abbott on 10 march 2022

Event description:
The device was returned to abbott without a complaint and was never distributed to a customer. This report is to advise of an event of bluetooth telemetry malfunction that was observed during analysis that is related to the ble malfunction action issued by abbott on 10 march 2022. There was no patient involvement.

Manufacturer narrative:
No complaint was received with the return of the device. The product event was observed during analysis. Interrogation of the device revealed the device was below end of life (eol) battery voltage when received. The cause of the event is consistent with a ble circuit anomaly. It was reported the device was subject to the ble malfunction action issued by abbott on 10 march 2022.

Manufacturer narrative:
H6 - investigation conclusion 4316 - code not available, as report was retracted. Correction: this report is to retract 2017865-2022-07375 submitted on (B)(6) 2022. Product was within abbott control and not in presence of a customer. This was found within internal testing. Item does not currently meet MDR filing requirements.